Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, a warning message was displayed stating that "the device was re-initialized one time since the beginning of life. Last reset date: (B)(6) 2013 18:03. Note that the patient has been undergoing radiation treatment for prostate cancer since (B)(6) 2013 (sometimes weekly and others daily per week). An explanation is required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device was manufactured and used outside the united states. Analysis is pending.